Event description:
Initial report faxed from facility stated the following: the pump stopped pumping. Cannot remember what alarm went off. Just remember seeing blood inside catheter. Hours after balloon was removed, retroperitoneal bleed, however no hematoma seen when catheter removed. During follow up phone conversation with (B)(6) on (B)(6) 2011, (B)(6) was informed that the patient had died. No information was or could be provided as to the date or cause of death. Followups were made regarding the cause of death on (B)(6) 2011 but no information was received. Received phone call from facility on (B)(6) 2011 requesting an additional package to return the defective device. Facility representative was asked about the patient death and once again no information was provided.